Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is between (B)(6) 2019 and (B)(6) 2020. (B)(4). Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. A visual inspection under magnification revealed debris/fibers on the lens optic and haptics, which can be attributed to the lens being returned wrapped in gauze, however how and when these defects occurred cannot be confirmed. After cleaning the lens, the debris/fibers were no longer observed. Additionally, the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further evaluation could be performed. The complaint issue could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. The device was manufactured at the (B)(4) site which has been closed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zkb00 intraocular lens (iol) was explanted from the patients right eye due to the wrong power. There was no patient injury and no surgical intervention. The patient was doing okay post-op. A request was made for additional information but no additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.